Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient receiving morphine (unknown dose and concentration) via implanted infusion pump indicated for non-malignant pain. It was reported that the patient was told they would receive a patient therapy manager (ptm) at the time of implant and would be able to bolus if needed. The patient stated they had an appointment this past monday, (B)(6) 2023, but they were extremely ill and ended up in the hospital. The patient stated they weren't sure if the hospitalization was related to their pump or therapy, but stated they started getting sick this past sunday, (B)(6) 2023 and by monday, (B)(6) 2023, night, they started dry heaving and went through all monday. The patient said they told their husband that if they were still this bad tomorrow morning, they would go to the hospital and they didn't realize it was 7:30am when they told their husband to go because they were so "out of it". The patient also stated their pain level had "gone through the roof" now and they don't know if it's from coughing so much or if it was just because of the weird symptoms that had come on. The patient mentioned they had a cat scan and MRI while they were in the h ospital. The patient stated their appointment with their doctor was rescheduled for today, (B)(6) 2023, but they were disappointed that their managing physician would not make any adjustments to the medication or give them the ptm that they were told was ordered. The patient mentioned unrelated medical history. This included patient mentioned they have been onmorphine for "a lot of years along with percocet." No further information was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.